Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: review of the black box data revealed evidence of a drastic voltage drop on march 15, 2015, which led to a ¿replace battery¿ alarm. Investigation of the alleged temperature issue was not able to be completed due to an unrelated failure.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was experiencing a short battery life issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: review of the black box data revealed evidence of a drastic voltage drop on march 15, 2015, which led to a ¿replace battery¿ alarm. On investigation, the pump powered on and displayed the verify screen. The unit alarmed for ¿replace battery¿ after the verify screen was confirmed. The complaint of short battery life was duplicated. The pump was opened and the printed circuit board examined; current draw was found spiking, leading the pump to reboots when the power supply was set to 1a maximum. Investigation concluded an electrical short. A failure related to the displays was concluded.